Event description:
Post market surveillance study. It was reported that 203 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure identified and treated one target lesion. Target lesion one was a de novo, 90% stenosed, 3.23x32.3mm lesion of the mid rca (right coronary artery). Treatment consisted of direct stenting using a 3.5x32mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The stent was reported to be well positioned and well apposed, as confirmed by ivus (intravascular ultrasound). The patient was discharged two days post procedure. At the time of the six month follow up, silent ischemia was confirmed. Coronary angiography 203 days post procedure confirmed restenosis at the mid rca. Angiography reveled a 90% stenosis of the mid rca which was treated with placement of another manufacturer's drug eluting stent resulting in 0% residual stenosis. The event was reported to be resolved. The investigator assessed this event as definitely related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.